Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had excessive gel in tubes. This occurred on 23 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: excess gel. The volume of the gel separator in 3.5 ml sst is excessive.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had excessive gel in tubes. This occurred on 23 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: excess gel. The volume of the gel separator in 3.5 ml sst is excessive.